Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device implanted.

Event description:
It was reported by a company representative that a peek cci needed extensive modification to meet the surgeons' fit preference prior to implantation. Therefore, there was a surgical delay of up to 1.5 hours.